Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range shock impedance measurement. The clinician noted that the shock impedance has gradually increased over the last year. Boston scientific technical services (ts) was consulted and discussed troubleshooting options. The right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) remain in service. No adverse patient effects were reported.